Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The physician was unable to advance the wire due to lesion characteristics. A 3rd party wire (glidewire) was used to complete the procedure. The dissection was addressed with an unplanned additional stent.

Event description:
It was reported that during a transaortic artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The physician was unable to advance the wire due to lesion characteristics. A 3rd party wire (glidewire) was used to complete the procedure. The dissection was addressed with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.